Event description:
It was reported that a cadd solis device had experienced an issue connecting to a communication module while operating on batteries. When connected to a communication module (B)(4), the device had alarmed with a module communication error. It was further reported that the module and battery pack had been replaced and the cadd contactors had been cleaned; however, the module communication error had not cleared. It was also reported that the entire cadd solis fleet had been running software version 4.3. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H3, h6 and h9: updated. The suspected pump was not returned for evaluation. The service history review was performed, and it was confirmed that there was no previous repair noted. The complaint could not be confirmed, and a root cause was unable to be determined.